Event description:
It was reported that during a proximal circumflex coronary artery stenting procedure, a promus stent was successfully implanted. After implantation, a perforation was noted. A graft master was torqued and advanced with force and was unable to cross to the lesion. During advancement attempts, the graftmaster shaft separated 1 inch outside the guide catheter, outside the patients anatomy. Both pieces were removed without difficulty. A non-abbott dilatation device was advanced to the perforation and the perforation was noted to seal, completing the procedure. There were no adverse patient effects and no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The unknown promus stent is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.